Event description:
The customer reported that there have been local burns to the cornea in more than one pt. The burns occurred during a morning session of six or seven cataracts, but the reporter did not know the exact number pts affected. No specific pt info has been received at this time. The surgeon changed the tip; however, they continued to experience more corneal burns. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer.